Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was used in "stereotactic left parietal burrhole and biopsy of tumor" case, and it would not fully go into lock position on the rocker arm side. The patient was re-pinned with alternate skull clamp and pins, and there was a small 10 minute delay reported. There was no patient injury.